Event description:
Medtronic received information that during preparation for the implant of this transcatheter bioprosthetic valve, the guidewire was unable to be advanced through the delivery catheter system (dcs) via the wire lumen. It was reported that "something" blocked the passage. Furthermore, impacts were noted on the packaging box. It was suspected that a transport or storage issue may have occurred and weight on the dcs may have "kinked" it. However, no unusual aspect was observed on the dcs. The dcs seemed to be blocked at the stability flush port level. Subsequently, the dcs and valve were not used and were exchanged for a new valve and dcs. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.